Manufacturer narrative:
Block d2b: product code - additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1u151326 model/catalog description: tined lead kit unique identifier (UDI) # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with a recharge-free snm ipg was not receiving the desired therapy from her device. The neurostimulator and the tined lead were explanted and retained by the patient. No patient complications were reported as a result of this event.